Event description:
Reporter alleged obtaining a discrepant blood glucose result of 210 mg/dl on the aviva system compared back to back with a result of 101 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter was unsure if she had the strips used for that comparison and so no product will be returned for evaluation.